Event description:
Radiation tx-head / neck area, smoker, periodontal disease, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, mobility.